Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "e315" was presumed to have been due to an abnormality or failure of the image sensor unit assembled in the scope distal end, abnormality or failure of the scope connector unit including the inner electrical board and electrical parts which were mounted on the inner electrical board, or abnormality or failure of the system side. The suggested phenomenon of "insufficient water flow to clear water from the objective lens (the nozzle was clogged)" was confirmed - however, it was not possible to identify the material. It was confirmed that reprocessing was performed according to the instructions for use. Therefore, a further presumption of cause could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the air and water nozzles were clogged and the drain function was reduced, the tip cover was burnt due to contact with high frequency snare/influence of radiant heat, the objective lens adhesion part was cloudy, the lighting lens adhesion part was cloudy, the bending angle was insufficient and play of the angle knob was out of normal state due to elongation of the angle wire, the curved rubber adhesive part was cloudy and missing, and scratches were found on the insertion tube. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that an e315 unsupported scope error message was displayed on the evis lucera colonovideoscope when preparing the scope for use. The type of procedure was unknown. There was no delay in the procedure and the procedure was completed using a similar scope. There was no reported patient harm or impact due to this event.